Manufacturer narrative:
The customer resolved the reported issue by switching the control from ssc1 to ssc2. The system was then working properly and no additional action was required. No product is expected to be returned for analysis as a result. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date could not be performed by technical support when the customer called for troubleshooting assistance as the logs were not updated at that time. This complaint is being classified as a reportable event due to the following conclusion: the customer switched the control to the ssc2 after the start of the procedure due to recoverable errors on the ssc1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR field information: follow-up was attempted, but the patient information for blank fields was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had recoverable error 25553 on the surgeon side console (ssc1) on the master tool manipulator - right (mtmr). The customer switched the control from the ssc1 to the ssc2 to resolve the issue. The customer rebooted the system after the procedure and confirmed that no errors occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-mar-2022: the issue happened during the procedure after all ports were placed. There were no issues noted during system set up and port placement(s). It is unknown if the system was inspected prior to use. All troubleshooting steps were exhausted. There was no patient injury and the issue was resolved after the procedure by rebooting the system. The patient demographic information is requested but unavailable.